Event description:
It was reported that the customer noted the unit was leaking in the syringe compartment when customer was charging the infusion set. Sent packaging to return the product, but it has not yet been received.